Event description:
It was reported to boston scientific corporation that a redial jaw 4 large capacity biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a forceps device was being used to remove a polyp identified in the patient's sigmoid colon. However, when the physician went to take the biopsy, after experiencing difficulty positioning the device, a wire break was noted on the monitor. The physician withdrew the device, and then completed the procedure with another radial jaw 4 large capacity biopsy forceps device. No damage was noted to the device or its packaging prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
A visual examination found that the device returned with the needle tail bent protruding out of the clevis and pullwire curves are present. Functionally, the jaws move together from side to side when actuated. After being actuated several times the jaws were able to be opened and closed. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Based on the evaluation, a pull wire break was not observed, however, the needle tail was bent. There are controls in the manufacturing process that exist to limit product performance issues, so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a redial jaw 4 large capacity biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a forceps device was being used to remove a polyp identified in the patient's sigmoid colon. However, when the physician went to take the biopsy, after experiencing difficulty positioning the device, a wire break was noted on the monitor. The physician withdrew the device, and then completed the procedure with another radial jaw 4 large capacity biopsy forceps device. No damage was noted to the device or its packaging prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18 years. (B)(4) for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.